Event description:
The customer called and reported he received a no delivery alarm, followed by a motor error alarm on the insulin pump during priming. The customer's blood glucose level was 284 mg/dl. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was unable to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer declined to troubleshoot for no delivery issue. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a faulty force sensor resistor. No excessive no delivery alarm or missed bolus alerts could be verified due to the motor error alarms. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.